Manufacturer narrative:
Follow up indicates that the customer was released from the emergency room same day. Customer was doing much better and blood glucose level was stable. In addition, t:slim user guide indicates pump is to be used with individuals 12 years and greater; patient is (B)(6). The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer (B)(6) unlocked the pump screen and requested a 22.7 unit bolus that was not intended. Two glucagon shots and candy were administered to the customer. The customer was taken to the hospital emergency room where the customer was treated with intravenous glucagon.